Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet system did not display warmup data from a newly applied freestyle libre 3 plus sensor, and the user then received a ¿sensor already in use¿ message when attempting to scan the sensor, preventing connectivity between the sensor and the pump. Symptoms included no alerts or alarms, with no reported hypoglycemia, hyperglycemia, injury, or medical intervention. Outcomes included user education and troubleshooting, with instruction to contact the cgm manufacturer for further support and to initiate a replacement sensor if directed. Investigation included technical support review and user-guided troubleshooting steps. Investigation of this case revealed that the sensor was recognized as already paired to another device and could not be initialized with the ilet, consistent with sensor assignment or pairing conflict. It was concluded that the event was related to a cgm sensor use or pairing issue external to the ilet pump, with the ilet functioning as designed.